Event description:
The patient had a very tortuous and calcified vessel. When attempting to advance the 3.0 x 9 resolute stent, the shaft kinked. The physician continued to push the shaft and it eventually broke into two pieces. The break was outside the body. Another 3.0 x 9 resolute stent was used and eventually crossed and was deployed successfully. Patient left the cath lab in stable condition and pain free. This part of the device did not enter the patient's body and did not cause any harm.